Event description:
It was reported that before injection, 20 relion insulin syringes 3/10ml 31 gauge has crooked lines on the barrel. The following information was provided by the initial reporter: relion pet owner stated, she's find syringes with "crooked lines on barrel" before injection.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary customer returned (9) loose 0.3ml insulin syringes. The customer reported syringes with crooked lines on the barrel. The samples were examined, then tested for scale marking position using a 0.3ml plug gauge: the leading edge of the 5- and 30- unit scale markings fell within specification. Next, all 9 samples were tested for flow, and it was observed that all 9 syringes were able to draw and expel properly. No evidence of manufacturing defect was observed. The alleged issues could not be confirmed based on the samples returned for investigation. A review of the device history record was completed for batch # 2080897 all inspections were performed per the applicable operations qc specifications. Embecta was not able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that before injection, 20 relion insulin syringes 3/10ml 31 gauge has crooked lines on the barrel.the following information was provided by the initial reporter: relion pet owner stated, she's find syringes with "crooked lines on barrel" before injection.